Event description:
The doctor reports that the implant located in tooth position #35 failed due to bone loss and infection. The doctor reports that the patient must return in the future to complete the dental surgical procedure with the placement of another implant. The doctor reports that the patient did not suffer any negative impact on his health.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Unique identifier (UDI) number unknown / not provided. Premarket identification k011028 and k013227. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Unique identifier (UDI) number unknown / not provided. Premarket identification k011028 and k013227. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
The doctor reports that the implant located in tooth position #35 failed due to bone loss and infection. The doctor reports that the patient must return in the future to complete the dental surgical procedure with the placement of another implant. The doctor reports that the patient did not suffer any negative impact on his health.